Manufacturer narrative:
Intellanav mifi open-irrigated catheter was evaluated by boston scientific. Visual inspection noted that the irrigation extension tubing was found partially detached-separated from the luer fitting at the adhesive joint. Laboratory analysis was able to confirm the reported clinical observations.

Event description:
It was reported that during an ablation procedure to treat a supraventricular tachycardia (svt), an intellanav mifi open-irrigated catheter was selected for use. Metriq pump and maestro 4000 generator were used. 17ml/min was the flow rate. Prior to first ablation it was noted that the irrigation port on the catheter was fractured and leaking fluid. Fluid was leaking from where the luer lock port connects to the small pigtail tubing coming from the catheter handle. No error messages were displayed. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter was returned to boston scientific for laboratory analysis.